Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation; however during the delivery process the shaft was fractured and was not able to reach the lesion. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: received product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen. The hypotube, shaft, balloon and tip were microscopically and visually inspected. Inspection revealed a complete separation of the hypotube located 75.8cm from the tip of the device. The fracture faces at the separation was ovalized, as if kinked prior to separation. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation; however during the delivery process the shaft was fractured and was not able to reach the lesion. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.